Event description:
The article, "percutaneous treatment of aortic prosthesis with dual dysfunction: a case report", was reviewed. The article presented a case study of an 80-year-old male patient with a previously implanted surgical aortic valve in 2013. It was reported that on an unknown date, a 14-5mm amplatzer valvular plug iii was chosen for paravalvular leak closure associated with the previously implanted 23mm mitroflow aortic valve. The patient additionally underwent concomitant transcatheter valve-in-valve procedure with a 23mm navitor valve followed by subsequent post-implant balloon valvuloplasty with a 22mm unknown non-compliant balloon. It was reported after deployment of 23mm navitor valve, coronary flow compromise was observed and a decision was made to implant a drug eluting stent in left main with chimney stenting technique. The patient status was reported discharged three days later. [The primary and corresponding author was carmen lluch requerey, cardiology department, juan ramón jiménez university hospital, ronda norte, s/n, (B)(6), huelva, spain, with corresponding email: carmenlr94@gmail.com].

Manufacturer narrative:
As reported in a research article, percutaneous treatment of aortic prosthesis with dual dysfunction: a case report. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported off-label use is due to the valve being used on a patient aortic prosthesis with dual dysfunction. Please note, per instructions for use, the navitor¿ valve is intended to replace a stenotic native aortic valve. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: percutaneous treatment of aortic prosthesis with dual dysfunction: a case report.